Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that when the brightness and contrast are adjusted on the 9800 system the saved images will go white. No patient injury was reported.